Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose reached over 500 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. The needle mechanism did not fully retract as intended during activation. The ketones were mild and the pod was discarded.